Manufacturer narrative:
Voluntary medwatch form received: mw5146455.

Event description:
Voluntary medwatch form received noted that the right ventricular lead exhibited oversensing due to noise, high capture, and low impedance.